Event description:
Healthcare professional reported they injected half a syringe of juvéderm® volift¿ with lidocaine into a patient lips. Patient then experienced "a lot of bruising and a white-ish zone, in the upper lip". Patient was treated with three injections of hyaluronidase. Symptom ongoing.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported they injected half a syringe of juvéderm® volift¿ with lidocaine into a patient lips. Patient then experienced "a lot of bruising and a white-ish zone, in the upper lip". Patient was treated with three injections of hyaluronidase. Symptom ongoing.